Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 449, 345, 422 and 407 mg/dl fasting. The customer's expected fasting blood glucose test result is 126 mg/dl. Customer was diagnosed with diabetes three months ago and has been using the meter since then and obtaining the high results. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on a back to back blood test was performed by the customer non-fasting and produced test results of 559 mg/dl and 568 mg/dl using the meter. The product is stored according to specification in a closet. The test strip lot manufacturer's expiration date is 08/31/2020 and test strips were opened two days ago. The meter memory was reviewed for previous test result history: (B)(6).